Manufacturer narrative:
A siemens field service engineer examined the instrument and found issues with the wash 1 reservoir running dry. After adjusting the wash 1 capacitance sensor the instrument was running as intended. For MDR reporting purposes, this event is considered closed.

Event description:
The customer reports that in 2007, 12 pt samples tested positive in one run on the advia centaur tni-ultra assay, but upon repeat all were normal. There was no indication of system malfunction and quality controls were within range. A left heart catheterization was conducted on one of these pts based on the initial elevated result. Pt also presented with chest pain. Repeat also presented with chest pain. Repeat test for troponin-ultra for this pt gave negative results.